Event description:
Information received from the field notes that the patient was in the hospital for unspecified reasons. The patient seized during a 45 second asystole which was terminated by pressing emergency vvi. An ECG showed loss of ventricular capture. Lead impedance was 375 ohms and the capture threshold was 2.75v. The lead was successfully repositioned with adequate sensing and capture thresholds.